Event description:
It was reported, the thunderbeat part of the tissue pad peeled off. The issue was found during a therapeutic endoscopic thyroid surgery procedure and was completed using an olympus back-up device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut output was performed without grasping anything in the gripping part (including after the tissue was cut). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.